Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 500 mcg/day morphine 1mg/ml; 0.25 mg/day via an implantable pump. Other medications the patient was taking at time of the event was not available. Indication for use was multiple sclerosis and intractable spasticity. The date of the event was unknown. It was reported the patient had surgery not related to the pump. The pump has had volume discrepancies since that surgery. No cerebrospinal fluid (csf) return with catheter access port (cap) aspiration of the old pump. A new pump and catheter were inserted on (B)(6) 2017. The spine segment remains in place, a portion of the pump segment was removed. The device will not be returned as it was discarded. Patient weight and medical history were asked but were unknown. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative. Symptoms were not reported at the time of the revision. The cause of the volume discrepancies and no csf return was not determined. The residual volume from the old pump was the expected volume per the 8840 printout.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The representative came out saturday to make a change on the patients pump. The hcp was requesting a representative to come on site to make another dosing adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative. The actual residual volume and the expected residual volume was 5 ml. It was unknown how many times and when this occurred.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative. The patient had catheter issues. The patient was filled by pentec and over the course of 1-2 refills they had seen volume discrepancy (actual was more than expected). The patient was admitted to the hospital because they were getting too much medicine from the pump. A total system replacement was done in september. The dose and concentration was started at the same as prior to replacement. The dose was started back at the beginning and were slowly titrating up. The dose was changed from 500 mcg/day to 550 mcg/day of the baclofen (2000 mcg/ml). Secondary drug is morphine (1 mg/ml, 0.2748 mg/day). The patient was at a rehabilitation center because she was learning to walk again. The expected release date from rehabilitation was (B)(6) but may change depending on how well the patient was doing.

Manufacturer narrative:
Catheter (8731 serial# (B)(4)) if information is provided in the future, a supplemental report will be issued.